Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right m2a hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, metal poisoning, and metallosis. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed patient had a right hip revision on (B)(6) 2014 due to pain. The patient's operative report noted synovial fluid, and the synovium had a metallic coating. During the revision procedure, the biomet head and cup were removed and replaced with a biomet head and competitor's cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00223 / -00225).

Event description:
Legal counsel for the patient alleges that patient underwent right m2a hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, metal poisoning, and metallosis. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.